Event description:
Customer reported the insulin pump alarmed failed battery test. Customer's blood glucose was 113 mg/dl. Alarm and possible cases were explained to the customer. Alarm occurred after each new battery that was inserted. Contacts are not missing or damaged. Customer was advised to clean the battery compartment and reinsert a new battery, it alarmed again. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No battery out limit alarm noted during testing. All operating currents are within specifications. The insulin pump passed self test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window and scratched reservoir tube window.